Event description:
Reporter alleged that comfort curve test strips were labeled with an expiration date of "(B)(6) 2009". The manufacturer's record system shows the actual expiration date to be (B)(6) 2003. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Event description:
Patient suffered recurrent dislocation following this revision. They had moderate mobility and pain, patient was overweight. X-ray imaging could not confidently identify cause of dislocation. Operation found cup had moved into a retroverted position and a 45mm bone screw in the cup had broken. Removing poly found defects on rim from where dislocation and impingement occurred and cup had fibrous ingrowth only.

Event description:
Reporter alleged that comfort curve test strips were labeled with an expiration date of "6-3-2009". The manufacturer's record system shows the actual expiration date to be 06/30/2003. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.